Event description:
The manufacturer received information alleging an end user has dental implants and has been complaining of a toothache for some time while using the amara view full face mask. The dentist finds no indication of the cause. The end user alleges it is from using the amara view full face mask. There was no report of serious patient harm or injury. There was no report of medical intervention. No further information is available. No product will be returned for investigation. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Not returned to manufacturer.